Manufacturer narrative:
Internal components were evaluated which revealed that the motor was worn and the rotor assembly was damaged.

Event description:
It was reported that during testing at the MFR, the device displayed a bias current error. There was no pt involvement and no adverse consequences alleged with this event.